Event description:
Cannula broke off. When did the incident occur? During use. Cannula broke off, probably while puncturing a vein. I will ask the user for more details when I pick it up (anesthesia).

Manufacturer narrative:
Based on the returned sample, curve edges were observed on the broken edge of the cannula. This suggested that material necking has taken place and likely to be caused by cannula being bent beyond the ultimate strength that the cannula can withstand. This eventually led to broken cannula. The manufacturing process has been reviewed. There is no process in the manufacturing that would cause the cannula to bend to such extent that would break the cannula. In addition, if the needle was bent, it is not possible to assemble the protection tube. Therefore, the reported nonconformance is not caused by the manufacturing process. The probable root cause for the broken cannula could be due to manipulation of product or inappropriate storage of the product such as over packing the shelf which resulted in product to bend. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Complaint trend would be monitored.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 17ga 1.5mm od 45mm l broken during use cannula broke off when did the incident occur? During use cannula broke off, probably while puncturing a vein. I will ask the user for more details when I pick it up (anesthesia).